Manufacturer narrative:
Concomitant products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0y0ub, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported the patient had an infection in their neck and the implantable neurostimulator (ins) was removed. The hcp later clarified the patient had an infection in their chest where the ins was placed. The patient had noticed swelling in their chest. The cause of the infection was not determined. During the explant procedure, the hcp noticed swelling extending from the ins all the way up the leads to the cranial area through the right parietal area. The hcp decided to remove the entire deep brain stimulation system. A culture was done of a pocket of fluid that was at the ins site. The ins site was well irrigated with antiseptic and powdered vancomycin was placed in the ins site and on the incisions. The incisions were then closed. The patient's indication for use is essential tremor and movement disorders. Refer to manufacturer report #3004209178-2015-25005.